Event description:
It was reported that the patient experiencing heart failure symptoms and shortness of breath was admitted to the hospital. Upon interrogation, the pulse generator exhibited loss of output. Isometric testing was performed and revealed no device oversensing. The device was reprogrammed. The patient was in stable condition and would continue to be monitored.

Manufacturer narrative:
Correction: PMA number p880086 should have been included on the initial MDR submitted on 5/11/2017.